Event description:
It was reported that starting about a month and a half ago patient (pt) had a pulsing sensation to where it took their breath away. Patient inquired if agent has heard of anyone else with this type of implant having this. Patient stated this did not have anything to do with their heart and stated it had to do with "the battery". Patient reported it took them by surprise and had them stationary for 10 seconds trying to catch their breath and gasping for air and the pain "came from that area". Patient clarified they were feeling the pain and sensations at where their stimulator is located. Reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. Patient provided event date as about 1 1/2 months ago and stated they have only had it happen once. Patient inquired if in 2-3 years if their stimulator starts having more than pulse sensations and if their dr leaves, who they would follow up with. Patient stated it is difficult to get in with a neurologist in their area. Agent reviewed overview of physician listing information. Agent reviewed patient services phone number. Patient requested adhesive discs. Agent ordered 4 packs of adhesive discs per patient's request. Patient was difficult to follow throughout call and agent made best attempt to gather all relevant event information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.